Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6) hospital. B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A visual inspection noted that the device had a bubbled dso seal. The event log history was downloaded and inspected and found ¿unusually high number of "high alarms displaying "downstream occlusion" reports, which suggest a faulty dso sensor. Functional tests were performed, and no problems found. The reported problem was not confirmed. The root cause of the problem was unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, preventative service and secondary repairs were performed. The dso seal, dso bezel, and dso sensor will be replaced.

Event description:
It was reported that the device did not alarm when the battery was low. Per reporter, the event occurred before the infusion. There was unknown patient involvement and no patient harm/adverse event reported.